Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the set up before a hip arthroscopy surgery the vulcan generator displayed a message ¿voltage calibration failure¿ and alarm when it was plugged in. The vulcan was unplugged and then plugged back in a minute later, after several minutes the message and the alarm reappeared. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection was performed on the product and observed no issues. A functional evaluation revealed the unit displayed rf disabled check return electrode error. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.